Event description:
Customer received an interface error on bd epicenter data management system during vial entry on their bactec mgit 960 instrument. The bd epicenter detected an incorrect barcode <4302xxxxxxxx> terminating communications with the bd mgit 960 instrument and instructed the user to contact their bd technical representative for assistance. A bd service engineer examined the lot and determined that tubes had been over-labeled with barcode <4301xxxxxxxx>. He also noted some tubes were missing the over-label. The 3rd and 4th digits of the barcode indicate the media type and which algorithm to apply for growth detection. If the issue goes unrecognized, barcodes with a prefix "43 02" incubate for the desired protocol but report all tubes as negative since no algorithm is applied. The bactec mgit tube package insert recommends: "at the end of six weeks incubation, perform a visual check of all instrument negative tubes. If the tube appears visually positive (i.e., nonhomogenous, turbidity, small grains or clumps) it should be subcultured, acid-fast stained and treated as a presumptive positive, provided the acid-fast smear result is positive."

Manufacturer narrative:
Bd quality determined that lot 3053238 was part of a batch reworked due to an incorrect barcode label and had an over-label manually applied to each tube. Bd quality determined based on previous complaints that the over-label was insufficient and recalled all lots outside of bd control. This lot was found to be in bd control at our bd korea facility. A product hold was issued and product was dis-positioned for discard. Bd quality investigation determined that the quality hold was not properly initiated by bd korea and product was released to the market. Bd korea will address this issue in compliance with korean regional regulatory requirements.